Manufacturer narrative:
The first clamp accidentally opened resulting in excessive stresses on the second clamp that subsequently fractured. It is hypothesized that the first clamp may have opened due to incorrect setting of the adjusting screw resulting in insufficient thread engagement. Safety notification issued with updated labeling to assure that both clamps and straps are used and to reinforce proper adjustment and connection of clamps.

Event description:
A primary hip surgery was being performed via an amis (anterior minimally invasive surgery) approach and using an amis mobile leg positioner and universal table connector. During surgery two proximal clamps of the universal table for leg positioner disconnected from the surgical table resulting in the pt falling to the floor. The pt suffered hyperextension of one knee. In addition, the anesthesia tubing was pulled from the pt's throat. Surgery was completed without (incident after repositioning the pt on the surgical table.